Manufacturer narrative:
Additional information was received that the patient had symptoms of pain and drainage at the pocket site.

Event description:
A report was received that the patient&#38112;pocket site had some irritation and flaking. It was determined that the patient had a non-device related infection at the ipg site and the patient was prescribed antibiotics. It was also noted that the patient felt some heating at the pocket site even when stimulation was turned off. The patient underwent a procedure wherein the battery site was cleaned out; the ipg was replaced and was implanted in a new location. It was also reported that it was undetermined if the replacement of the ipg was due to device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the source of the infection, pain, and heating at the pocket site was not determined. Residual gas analysis verified that the device insulation was not compromised. The patient's data showed that the maximum temperature was within the limit. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's pocket site had some irritation and flaking. It was determined that the patient had a non-device related infection at the ipg site and the patient was prescribed antibiotics. It was also noted that the patient felt some heating at the pocket site even when stimulation was turned off. The patient underwent a procedure wherein the battery site was cleaned out; the ipg was replaced and was implanted in a new location. It was also reported that it was undetermined if the replacement of the ipg was due to device malfunction. The patient was reportedly doing well postoperatively

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket site had some irritation and flaking. It was determined that the patient had a non-device related infection at the ipg site and the patient was prescribed antibiotics. It was also noted that the patient felt some heating at the pocket site even when stimulation was turned off. The patient underwent a procedure wherein the battery site was cleaned out; the ipg was replaced and was implanted in a new location. It was also reported that it was undetermined if the replacement of the ipg was due to device malfunction. The patient was reportedly doing well postoperatively